Event description:
Customer reports back to back testing to a professional meter while using the aviva system with results of 253 mg/dl and 50 mg/dl on customer's meter and 106 mg/dl and 106 mg/dl on professional meter. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.